Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported it was better with stimulation off and they had an appointment to see their health care professional "on wednesday." Consumer later reported that after their appointment they do not have a hernia. No further information reported.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the patient thought they pulled a muscle and they might have a hernia when they moved the wrong way. The patient stated they screamed when they lifted something. The patient stated they turned their stimulation strength down to 0.0v and took the batteries out of their programmer and wanted to confirm if that meant their implant was turned off. Patient services walked the patient through turning their stimulation off. The patient also thought they ¿shocked the implant¿ when they lifted something. The patient also mentioned they felt a lump with their implant meaning ¿normal stimulation¿ they felt from the implant. The patient stated the ¿lump¿ was because of the stimulation. No further complications were reported. Additional information from the patient reported he had a magnetic device from playing in band next to the implantable neurostimulator (ins) and he thought that it shut off the ins automatically. The patient stated he had his ins on low and he always felt a dull sensation all the time when the was on or off and that sensation suddenly disappeared. The patient stated he thought it moved and the stimulator had always been on ¿low, low, low, zero¿. The patient stated this ¿dull sensation¿ wasn¿t any kind of stimulation and felt more like a ¿lump¿ opposed to having a vibration and more like a pinch. The patient stated he had interstitial cystitis (ic) so he used this ¿thing¿ to stimulation the stomach, naval, pelvic area and back and he thought it might have gone close to the stimulator and the magnetic field might have shut off the stimulator automatically because the dull sensation/little buzz he normally felt suddenly went away. The patient stated the ¿thing¿ was a magnetic thing ¿electrical magnetic¿ massage tool that they would use commercially. The patient stated they didn¿t know what the ¿thing¿ was called that he was using and stated the chiropractor used it for his back. The patient thought it might be a tens unit, the patient noted he didn¿t use it near the implant and that he was using more in pelvic area and it was definitely at least 10 inches away from the implant. The patient stated he felt more of a burning, tingling type of thing in his buttock and then in the leg, but at the call everything subsides quite a bit since the week previous to the call. The patient stated that he stopped using the ¿thing¿. The patient stated he didn¿t feel like there was any tissue damage and he felt like it¿s okay. The patient stated he didn¿t feel any kind of increase in stimulation. The patient stated tool wasn¿t diathermy and it wasn¿t a tool that introduced energy and it was a massage tool that had a handle with 2 balls at the end of it that vibrated and went back and forward to soften it. The patient noted he talked to the manufacture representative (rep) about it on the day of the call. The patient added the patient programmer showed that his ins was on, but was at 0.0 v. The patient stated he doesn¿t use that device anymore because it really doesn¿t use it anymore as it doesn¿t help that much unless he ran it really high. The patient stated he hadn¿t used it for a couple of years and he thought that he had it off until he checked with the rep and it was on at 0.0 v. The patient noted the device worked for a little while/helped a little bit and he was better than he was before, but he thought the problem was that he had pudendal nerve entrapment and he had a ¿chirp¿ done where they open it up and it caused the bladder not to open so he thought it was a combination of that and having overactive bladder. The patient noted it helped with pelvic ic pain. The patient stated medication was helping and less was better and he just wanted to make sure everything was damaged. The patient stated they had a ¿lump¿ sensation since implant. The patient stated the device shut off and was burning sensation since (B)(6). There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stimulation.